Event description:
In 2006, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The patient was not a candidate for open repair due to history of cancer. In 2007, a reintervention occurred to treat a proximal type I endoleak due to poor proximal aortic anatomy. A gore excluder aaa endoprosthesis aortic extender component was placed proximally and the endoleak resolved. The patient tolerated the procedure. Approximately six months later, the patient received coil embolization of a type ii endoleak with aneurysm enlargement. Measurements are not available. The type ii endoleak was resolved and the patient is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type I and type ii endoleak with aneurysm enlargement.